Event description:
A nurse reported a system message was displayed during a planned vitrectomy procedure. The system message could not be cleared so the system was rebooted but was unable to be restarted. The surgeon completed the procedure by using a "manual technique." There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).